Event description:
It was observed during the device inspection, that the light source exhibited main power switch was stuck intermittently. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following field: h3, h4, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, malfunction was confirmed; however, since detail condition of the actual device could not be confirmed, a root cause could not be determined. Olympus will continue to monitor the field performance of this device.